Manufacturer narrative:
H3: one cadd ms3 pump was received in good physical condition. The even history log was reviewed and there was no evidence of the reported issue. Functional testing and visual inspection were performed and the reported issue was able to be confirmed. During testing and inspection, the device was found to have lost programming due to it not being able to hold all programming after 2 days without power from the battery. Therefore, the aaa battery must be replaced as soon as possible after the pump gives low battery notification as mentioned in operator's manual and notification of change information provided with the pump.

Event description:
Information was received that this smiths medical cadd ms3 pump lost programming. No reported adverse effects.